Event description:
Related manufacturer reference number: (B)(4). It was reported a patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with non-sustained right ventricular oversensing (nsrvo) alerts for noise. No changes were made. The patient was stable.